Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was returned for evaluation. One controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed cracks are not related to the reported event. Based on an investigation conducted under CAPA (B)(4) , the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on an investigation conducted under CAPA (B)(4) , the root cause of the observed crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Even though these capas are closed, the returned controller falls within the bounds of the capas. Functional testing revealed that the no power alarm remained silent when both power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Supplemental testing was performed and the internal battery was removed; the results of the analysis the internal nimh battery was swollen and had signs of leakage. After replacing the faulty component, the controller performed as intended. Analysis of the alarm log file revealed a controller fault alarm was logged on 07/jun/2020 at 07:00:35 due to an internal battery fault. Controller log files did not reveal any losses of power events within the analyzed period. Additionally, analysis of the alarm log file pertaining to controller two revealed a vad disconnect alarm was logged on 07/jun/2020 at 08:42:17, likely due to troubleshooting and/or the reported controller exchange. Log file analysis revealed a controller power up event was logged on 07/jun/2020 at 09:17:40 and a vad disconnect alarm was logged on 07/jun/2020 at 09:17:46. Review of the event log file revealed that, prior to the power up event, the controller last had power on 15/jan/2019. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 09:18:17 on 07/jun/2020, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. As a result, the reported events was confirmed. Based on the available information, the most likely root cause of the reported loss of power event and vad disconnect alarms can be attributed to a controller exchange. The most likely root cause of the reported controller fault alarm can be attributed to a leaky internal nimh battery. CAPA (B)(4) was opened to investigate faulty internal batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be reopened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: one (1) controller was returned for evaluation. One (1) controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed cracks are not related to the reported event. Based on an investigation conducted under an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on an investigation conducted under an internal investigation, the root cause of the observed crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Even though these investigations are closed, the controller falls within the bounds of the investigations. Functional testing revealed that the no power alarm remained silent when both power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Supplemental testing was performed and the internal battery was removed; the results of the analysis the internal nimh battery was swollen and had signs of leakage. After replacing the faulty component, the controller performed as intended. Analysis of the alarm log file pertaining to the controller revealed a controller fault alarm was logged on (B)(6) 2020 at 07:00:35 due to an internal battery fault. Controller log files did not reveal any losses of power events within the analyzed period. Additionally, analysis of the alarm log file pertaining to the controller revealed a vad disconnect alarm was logged on (B)(6) 2020 at 08:42:17, likely due to troubleshooting and/or the reported controller exchange. Additionally, log files revealed that the controller was in use for more than two (2) years. Log file analysis pertaining to the controller revealed a controller power up event was logged on (B)(6) 2020 at 09:17:40 and a vad disconnect alarm was logged on (B)(6) 2020 at 09:17:46. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2019. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 09:18:17 on (B)(6) 2020, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported loss of power event and vad disconnect alarms can be attributed to a controller exchange. The most likely root cause of the reported controller fault alarm can be attributed to a leaky internal nimh battery. An internal investigation was opened to investigate faulty internal batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - controller 2.0. Model #: 1420-controller / catalog #:1420-controller / expiration date: 2018-04-30/ serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 2020-06-17. No, device evaluation anticipated, but not yet begun dev rtn to MFR.. Mfg date: 2017-04-30. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63007, c63025, c62952. FDA method code(s): xx, xxxx. FDA results code(s): 131, 180. FDA conclusion code(s): 12, 4307. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a continuous controller fault alarm for about one hour. It was also reported that two controllers had an unexpected loss of power, controller faults and ventricular assist device (vad) disconnect. The patient switched to the back up controller and the issue resolved. One controller was exchanged and one controller remains in use. No patient complications have been reported as a result of this event.